Event description:
In 2008, the mother of the home pt contacted baxter technical svc rep (tsr) regarding a system error 2240 alarm that appeared on the display of the home pt's homechoice machine during drain 4/6 of their automated peritoneal dialysis therapy. The home pt's (hp's) mother stated, the hp didn't disconnect and sees air in the pt line up to the transfer set and also sees a hole in the line by the transfer set. The tsr advised the hp's mother not to try anymore therapy and call the nurse as soon as possible. No pt injury or medical intervention was indicated at the time of the initial report. On fifteen days later, the hp's mother stated the pt was hospitalized to remove the pt's catheter as the pt had peritonitis. The hp's mother stated the hole was in the transfer set and not the tubing. She stated the pt is teething and thinks the hole in the transfer set was caused by the child chewing on that set. On three days later, the home pt's nurse stated the pt was diagnosed and began treatment for peritonitis on thirteen days after the original date. The nurse believes the cause of the peritonitis is an ongoing infection in the pt's gastrostomy tube. The pt has both an exit site and tunnel infection (of the gastrostomy tube) for which both cultured positive for pseudomonas. The pt also cultured positive for candida albicans and klebsiella. The pt has been receiving kefzol and tobramycin as of six days later. The pt was hospitalized for the peritonitis and treatment is ongoing. The pt was taken off peritoneal dialysis (pd) therapy on sixteen days after the original date and will be re-evaluated in four weeks. The pt's nurse does not believe the peritonitis was related to the pt's (pd) therapy.

Manufacturer narrative:
The sample was discarded.